Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same type of adhesive events with 3 infusion sets as they fell off during use after being used for less than 48 hours for all events. Patient confirmed use of dressing or tape over the infusion set. Patient's blood glucose at the time of event was 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1899481 - MDR 3003442380-2024-08429 - device 1 of 3.